Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (b)(60, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating there is no issue with electrodes 3 and 6 at this time. The cause of the impedance issues was not determined. Issue has been resolved and confirmed by physician.

Manufacturer narrative:
Continuation of d10. Product ID: 977a260; serial# va2qarm020 implanted: 2024-06-27 explanted: product type lead product ID 977a260; serial# (B)(6); implanted (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Caller stated that patient fell directly on ins and after that, patient was not getting relief and there were fluctuating impedances. Caller stated that imaging showed slight migration of leads to the left but they remained at the same vertebral height. Upon going intra-op, the leads were tested in a wireless external neurostimulator (wens) and all impedances were green, within normal limits. However, when leads were connected to ins, impedance issues were seen again with red x on contact 1 (40k ohms) and other electrodes were not usable either (specifically 3 and 6). The healthcare provider (hcp) removed leads, wiped them off and reinserted but then started closing the patient. Caller saw patient for post-op appointment and there are still impedance issues. Caller stated that most pairs are between 600-700 ohms but then contact 1 is do not use at 40k, 0-8 is 201 ohms, 7-15 is 439, 6-14 is 200 ohms. Caller stated they were able to program patient with dtm and hd programming with amplitudes around 2.7-2.8 ma and will have to see if patient receives sufficient coverage. Tss reviewed that there may be intermittent issues with the lead that just happened to have not shown on the wens due to manipulation of the lead in the pocket and/or patient position. Tss reviewed to monitor impedances and potential lead replacement may be needed. Caller will be returning the explanted ins (see 708397479). Caller stated they didn't think lead fractured in the sheath as they've had that before and patient presented with different symptoms (see 707085467). [See 708397479 for previous ins replacement/return and 707085467 for previous ins movement/lead migration]